Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 18 mg/dl at the time of the incident. The customer ate a lot and dosed incorrectly due to incorrect pump settings. The customer was at 90 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer removed the battery from the pump and got a battery out limit alarm and was unable to get the pump to function. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.